Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: 24.00. (B)(4). Method: device work order search. Results: a device work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history, device work order search, a specific root cause of the event could not be determined. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon used a ks-1 aq2017v 24.0 diopter, preloaded injector. Prior to implantation, when handling the screw plunger, felt tough to push. The lens became stuck/blocked in the injector. Lens was not implanted and there were no adverse events reported.